Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on (B)(6) 2024, the patient underwent unknown surgery. A retrograde femoral nailing-advanced (rfna) side locking plate right standard was scheduled to be used. When a holding device was tried to be attached in the plate after the plate was unpacked, the holding device locking pin could not be connected to the plate, because a solid substance was stuck in a connection of the pin. Instead of using the plate, a periprosthetic plate was used. The surgery was completed successfully without any surgical delay and with the use of alternative device. Patient outcome was reported as stable. No further information is available. This report is for one (1) locking attachment washer f/ rfna / 5 deg/ right/ ster this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The photo was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned photo. Visual analysis of the photo revealed that the box of the locking attachment washer f/retrogr fem was observed in opened condition and an unknown substance was observed, is not possible to determine if the unknown substance is into or outer the package. It is unknown at this point in which part of the process the box of the device was contaminated and the origin of this unknown substance. In addition, the plate was not observed in the photo provided and the reported allegation of unable to assemble/disassemble due to a solid substance was stuck in a connection of the pin could not be confirmed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for locking attachment washer f/retrogr fem. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.